Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(4) displayed a 'system error, out of service, revert to manual CPR' upon powering up" was confirmed during functional testing and archive data review. The system error was cleared using apvision3 software during device evaluation performed at zoll. During further testing, the system error did not occur again. Nevertheless, the processor board pca assembly was replaced as a preventive precautionary measure. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout); thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, confirming the reported complaint. After the system error was cleared using the apvision software, the autopulse passed further functional tests without any fault or error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr 21026 was reported on 09 october 2015, and the processor board pca assembly was replaced to remedy the issue.

Event description:
During shift check, the autopulse platform (B)(4) displayed a "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.